Event description:
It was reported that one spectra penile prosthesis cylinder was implanted in the right corpora due to previous non-ams cylinder rupture in the left corpora. Following spectra cylinder implant, the patient's "left corpora is still weak and it perforated." An 18 cm lgx inflatable penile prosthesis was placed on right side with 65 ml reservoir. There was no further patient complications were reported in relation to this event.